Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed the recorded basal segments added up correctly. Further black box data was unavailable during testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and at the end of testing the basal history and total daily dose showed the correct amounts. The inaccurate delivery complaint could not be duplicated during testing.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history settings issue. It was reported that the basal history does not match the active basal program. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.